Event description:
A caller reported an issue related to incorrect time settings on their device, which needed updating. There was no adverse impact to the customer's blood glucose level. Customer technical support helped the caller update the pump's time and advised them to monitor the situation, recommending follow-up action if the time discrepancy exceeded five minutes again. The caller understood and agreed with the guidance provided.